Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract after use when pressing the button. The following information was provided by the initial reporter, translated from french to english: "no retraction of the needle when pushing the button after use."

Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge insyte autoguard blood control unit from lot 9021607 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed the white button was fully depressed but the needle was still in the out position. Upon microscopic examination traces of cured adhesive were found between the hub and top of the grip. Based off the visual inspection and examination the engineer was able to verify the reported defect. It was determined that the traces of adhesive prevented the unit from retracting. This was found to be a manufacturing defect caused by a mis-alignment of the adhesive application station and the unit. The manufacturing facility has been notified of this incident and the findings. An alert was issued to all personnel involved in the manufacturing process to raise awareness of this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract after use when pressing the button. The following information was provided by the initial reporter, translated from (B)(6) to english: "no retraction of the needle when pushing the button after use".